Manufacturer narrative:
Date of report: 27jun2019. Date received by manufacturer: 25jun2019. Additional information was received, the customer biomedical technician (bmet iii), stated to have no knowledge of this reported event. The customer biomedical technician added further to have performed preventive maintenance on 03 january 2019 and did not experience this issue, nor was this allegation found in three other database systems. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 18jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The manufacturer's field service engineer reported the unit failed pvt (performance verification test) flow testing during pm (preventive maintenance) service. There was no patient involvement. Event date not specified; estimate used.